Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for the past 2 weeks the customer has received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, the customer was unable to charge the pump despite the attempt of multiple usb cables. Subsequently, the pump shut down due to insufficient power. When the pump was able to be turned back on the pump battery gauge jumped from 1% to 55% within seconds. The customer's blood glucose (bg) level was impacted (306 mg/dl). It was indicated that the customer would take a manual injection to address the elevated bg level and continue using manual injections until the replacement pump was received.